Manufacturer narrative:
Device evaluated by manufacturer - visual inspection revealed anomalies. Functional testing confirmed pressure dropped during leak testing. Water was pushed through the catheter luer toward the tip using a syringe and came out through the catheter handle. The catheter handle was opened and it was determined that saline was leaking from the luer extension hemo hub. Saline filled the catheter handle through the hemo hub and then entered into the catheter connector. Saline then created a conductor wire short in the thermocouple, which caused the reported rise in temperature and an ee message from the generator. Dry saline was also found on the connector pin. Review of the device history records confirmed the device met mfg specs prior to shipment. The following dates are estimated. Only the month/year is known: expiration date.

Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2011. It was reported that during an ablation procedure, the temperature reading was too high. This occurred when ablation was initiated. The temperature reding was around 60 degrees celsius. When the catheter connecting cable was reconnected, the issue was not resolved. The catheter was replaced and the procedure was completed, with no consequences to the pt. Add'l info was requested, but is not available. Device analysis found a leak from the luer extension hemo hub.